Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon rupture and stent dislodgement occurred. The 3.5x20mm synergy ii drug eluting stent crossed the lesion but on inflation to four atmospheres, the balloon ruptured. The stent came off the delivery system and remained in the patient.